Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be sent to maquet (B)(4) for investigation. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that when starting the power, the device showed the error message "tx-rx". (B)(4).